Manufacturer narrative:
There was no patient involvement. Livanova USA inc manufactures the convenience pack adult pump and table pack montfiore med ctr (B)(6). The incident occurred in (B)(6), united states. The involved device is not available for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. On 08/apr/2022, livanova submitted the medwatch (livanova complaint ref 2022-01587) and we have received the 1st and 2nd ack (B)(4). However, after 2 days since submission, no 3rdack had not been received yet. On 11/apr/2022, livanova contacted cesub help desk (B)(4) to request information on submission result. On 13/apr/2022, cesub help desk responded that the submission with the core ID (B)(4) could not be processed as there seems to be an issue: xml is invalid against schema. Please check your submission for any errors, repackage it properly and resubmit it. On 14/apr/2022, livanova is resubmitting the medwatch.

Event description:
Livanova USA inc has been informed that, during priming of the circuit, the medical team identified that white and yellow clamps of the cardioplegia circuit were swapped with the respect to the technical drawing. There is no patient involvement.

Manufacturer narrative:
At the submission of the case, the customer provides a picture confirming the reported mis-assembly. The DHR review highlighted that claimed lot was released as conforming to product specifications. A review of the livanova complaints database revealed that a previous similar event occurred on this circuit item code. Based on the above, livanova believes the most likely root cause of the reported event was a manufacturing operator error during the assembly phase of this circuit. The personnel will be involved in a dedicated training meeting. Livanova will keep monitoring the market.

Event description:
See initial report.